Manufacturer narrative:
Event problem and evaluation codes: result code(s): visual inspection of the returned product found the lens optic torn and scratched. A piece of one haptic was torn off and missing. The lens was returned in liquid. Conclusion code(s): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, tore while loading and there was no patient contact. The backup lens was used. The reporter indicated the cause of the event was unknown.